Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and were no patient consequences.

Manufacturer narrative:
The field complaint that the programmer had a telemetry anomaly was verified. During analysis, an attempt to interrogate a device using a wand was made; however, programmer lost signal once device was moved away from telemetry wand. Failure to sustain signal was due to a defective dtm board.

Manufacturer narrative:
The field complaint that the programmer had a telemetry anomaly was verified. During analysis, an attempt to interrogate a device using a wand was made; however, uut lost signal once device was moved away from telemetry wand. Failure to sustain signal was due to a defective dtm board.